Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a low blood glucose event requiring the paramedics to be called. The customer's father stated the customer had insulin shock, causing a hypoglycemic event. It was reported the customer passed out with a blood glucose of 74 mg/dl. The customer regained consciousness when their blood glucose rose to 79 mg/dl. Customer was also treated with food, raising their blood glucose to 100 mg/dl. The father stated the customer has miscalculated the insulin coverage for their carbohydrates. It was also found the customer would override their bolus wizard calculations. The father also reported the customer was autistic. It was also found the customer had adhesive issues with their sensors. No additional information provided.